Manufacturer narrative:
This report is filed on october 10, 2017.

Event description:
Per the clinic, the patient experienced infection and cholesteatoma at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.